Manufacturer narrative:
Follow-up #1: date of submission 19-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: during investigation, the original complaint was unable to be duplicated. The pump powered on to a clear vibratory alarm. There was moisture observed in the battery compartment. The battery compartment was found to be cracked. A leak test failed due to a battery compartment crack. The pump was opened and there was no moisture found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (intermittent vibration) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.